Event description:
The customer was not feeling well for a few days. They began vomiting and a family member recognized this as a sign of high blood glucose. Their blood glucose was tested around 4pm and the result was taken to the hospital and hour later their blood glucose result was "hi". A lab was performed and the result was 825mg/dl. The customer had dka. An IV was given for low potassium levels and EKG was performed. The customer was admitted into the hospital. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.